Manufacturer narrative:
Unit passed displacement test and selftest. No a64 alarm noted. Intermittent button response noted due to corroded keypad traces. No button error alarm noted. Missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 2.9 mmol/l. Troubleshooting was not performed. The device was returned for analysis.